Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser did not fire intermittently and both illuminator fibers did not work. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative found an issue with a laser aiming beam, but was unable to find any issue related to the system¿s illuminators. The laser was tested and the company representative found the first ports¿ aiming beam was not present when the laser indirect ophthalmoscopes (lio) fiber was connected. The core module was replaced to address this issue and was returned for evaluation. The system was tested and found to meet product specifications. The system was manufactured on december 10, 2010. Based on qa assessment, the product met specifications at the time of release. The core module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample module was then connected to a calibrated system for functional testing. Upon testing the aiming beams from both port 1 and port 2 using both an endoprobe and an lio fiber were found to be functioning as intended. The returned module met specification. Therefore, the root cause of the reported ¿laser issue¿ cannot be determined conclusively. The system's ¿illuminators¿ were found to meet specifications. Therefore, the root cause of the reported illumination issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).